Event description:
The patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent a surgical procedure and did not place ipg into surgery mode. As a result, the ipg is unable to communicate with external devices and is deemed inoperable. Surgical intervention may be undertaken in the future to address the issue.